Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 15272247, model/catalog description:linear 3-4 lead 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16259986, model/catalog description:precision spectra ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing insufficient coverage due to lead migration. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.